Event description:
Caller reported that pump battery would not charge, despite using different wall adapters and charging cables and following troubleshooting steps provided by technical support. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support did not replace the pump due to it being out of warranty.